Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that unspecified bd¿ connecta leaked and the stopcock disconnected. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of leakage (8), the bd plug is disconnected from the bd connecta¿ stopcock(s) in packaging (5), the bd plug is loose on bd connecta¿ stopcock(s) (1), the bd plug inadvertently disconnects from bd connecta¿ stopcock port during use (50), it was difficult to attach to the open port (40), and it was difficult to remove from tap (50).